Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was folded/damaged. Prior to the product contacting the patient¿s left eye, the doctor noticed the tip of the catheter was bent. Neither the cartridge nor the iol touched the eye. The doctor took the lens out of the preloaded device to exam it. That¿s when he noticed the iol was folded/damaged. The procedure was successfully completed with a backup. The doctor was unable to provide the model of the backup lens as he could not remember if the backup was a jnj lens or a different manufacturer. There were no complications such as a capsule tear, vitrectomy or sutures. No further information was provided.